Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/4/2019. Additional evaluation summary: the sample was not returned for evaluation. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, overwraps and winding former with yellow stains could be observed. However, no conclusion could be reached as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a customer opened a box of suture on an unknown date and found the suture packet seemed to be contaminated. It was stained yellow on one end, and the yellow had seeped into the packet and was also staining the plastic suture holder. The yellowed packet was interspersed between normal packets within the box. It was reported that the packet smelled funny. The box looked normal, no evidence of staining, and the outer clear plastic seal was not compromised. There was no patient involvement. No adverse patient consequences were reported. No additional information was provided.